Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported a system error upon boot up which resulted in the failure of the system to boot up completely. No pt injury was reported.